Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. This is noted due to possible off-label use of product. Patient had second l v lead added to system and y-fitted to lv port. The physician was dr. (B)(6) at (B)(6) general hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).